Manufacturer narrative:
The patient's attorney alleges that several years post implant the patient was treated for hernia recurrence. No medical records have been provided and with the limited information available at this time, an assessment cannot be made in regards to the allegations made by the patient's attorney. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Based on the alleged date of implant and the lot number provided, the device would have been past its expiration date at the time of implant. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following is alleged by the patient's attorney: on (B)(6) 2014 - the patient underwent surgery to repair a left inguinal hernia. As reported, a bard/davol perfix plug was implanted to repair the hernia defect. On (B)(6) 2017 - the patient was admitted to the hospital where he was diagnosed with an incarcerated left inguinal hernia. It is alleged the patient underwent an additional surgery to repair a recurrent incarcerated left inguinal hernia. As alleged the perfix plug was removed during this procedure. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.

Manufacturer narrative:
The patient's attorney alleges that several years post implant the patient was treated for hernia recurrence. No medical records have been provided and with the limited information available at this time, an assessment cannot be made in regards to the allegations made by the patient's attorney. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Based on the alleged date of implant and the lot number provided, the device would have been past its expiration date at the time of implant. Addendum: h11: this supplemental emdr is submitted to document additional information provided, to correct the event date, implant date, explant date and manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, post implant of perfix plug, patient had hernia recurrence and abdominal pain thereby underwent removal of mesh. Per op notes, "perfix plug from previous repair was hanging down". Note, upon review of medical records, it was identified that the mesh was implanted before the expiration of the device. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd .

Event description:
The following is alleged by the patient's attorney: (B)(6)2014 - the patient underwent surgery to repair a left inguinal hernia. As reported, a bard/davol perfix plug was implanted to repair the hernia defect. (B)(6)2017 - the patient was admitted to the hospital where he was diagnosed with an incarcerated left inguinal hernia. It is alleged the patient underwent an additional surgery to repair a recurrent incarcerated left inguinal hernia. As alleged the perfix plug was removed during this procedure. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: (B)(6)2005 - patient was diagnosed with left inguinal hernia and underwent open repair with implant of perfix plug. Per operative notes, "hernia site was opened, contents were reduced, then perfix plug was placed into hernia defect as well as the patch and sewn." (B)(6)2017 - patient was diagnosed with left lower quadrant abdominal pain due to inguinal hernia. (B)(6)2017 - patient was diagnosed with incarcerated recurrent left inguinal hernia thereby underwent laparoscopic repair with mesh removal. Per operative notes, "a large piece of fat was reduced. The perfix plug from previous repair was hanging down and some of the fat attached to mesh was reduced, identified the spermatic vessels, separated the sac back from it and grasped the perfix plug. Placed the biological plug out after being cut out way from operative repair and inserted biological keyhole mesh. Attorney alleges that the patient had hernia recurrence, adhesions and pain. It was also alleged that the patient had mesh exposure necessitating removal.